Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and experienced high blood glucose level of 500 mg/dl. The customer had not reported any symptoms and was treated with manual injection. Customer's blood glucose value was 500 mg/dl at time of incident. Customer's current blood glucose value was 200 mg/dl. The customer performed troubleshoot. Troubleshoot was performed for critical pump error. Customer stated that no pump error was displayed before the critical pump error image displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed for high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer does not allege pump was under delivering. The drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer not performed the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No critical pump error alarm noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.